Event description:
Additional information was received that the hospital does not return explanted devices so the generator and lead will not be returned to the manufacturer for evaluation.

Event description:
It was initially reported that the patient was had her generator and lead explanted due to lack of efficacy, the generator being uncomfortable and the neurologist wanting to be able to have a 3t MRI for future epilepsy work-ups. Good faith attempts for more information have been unsuccessful to date.